Event description:
It was reported that a japanese 2 ml patient control module (pcm) had a leak from inside the pcm body. The reporter stated that "the pcm reservoir was ruptured, but the shipping tab was still in place." This issue occurred during filling with an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection did not show any evidence of "rupture" on the reservoir. A functional leak test was performed, which identified a leak from the edge of the reservoir. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is not a combination product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the cause of the reported condition was determined to be a tear on the pillow of undetermined origin. Should additional relevant information become available, a supplemental report will be submitted.